Event description:
The facility reported a colleague infusion pump with "battery". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with battery issue was not confirmed or reproduced during product evaluation. Also, the quality engineer has assigned the determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. A device history review was performed with no exceptions found during manufacturing. This issue has been escalated to CAPA. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a malfunction of "battery" was found in the pump's event history but not duplicated during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This is involving a pump with software version 5.04.00 which is categorized as unremediated.